Event description:
Initial result for a pt sodium was 119 mmol/l. When repeated, the result was 134 mmol/l. The field service rep found the sample probe was clogged and repaired the instrument by flushing and cleaning the probe.